Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The ventilator was returned to the manufacturer for evaluation. The ventilator passed all testing and was found to operate and alarm as designed. The device's audible alarm function was confirmed to be within the specified decibel level. The ventilator was found to have damage consistent with being dropped. The ventilator's downloaded event logs were reviewed by the manufacturer. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction had occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2018, several low minute ventilation and patient circuit disconnect alarms were logged. The majority of these alarms were acknowledged by the caregiver as evidenced by alarm silence/reset keypresses. At 08:55:24 local time, a low minute ventilation alarm began sounding and had a duration of 704 seconds (approximately 11.7 minutes). This alarm was followed by a patient circuit disconnect alarm at 08:55:25 local time with a duration of 703 seconds. These alarms were acknowledged as evidenced by an alarm silence/reset keypress at 09:06:56 local time. At 09:07:48 local time a low minute ventilation alarm began sounding with a duration of 2323 seconds (approximately 38.7 minutes). This alarm was followed by a patient circuit disconnect alarm with a duration of 2594 seconds (approximately 43.2 minutes). The caregiver appears to have been available at this time as evidenced by several power off and alarm silence/reset keypresses. The device was then manually powered off using the proper sequence of keypresses at 09:51:14 local time. The device was not powered on again until 18:00:08 local time on (B)(6) 2018. The manufacturer concludes the ventilator operated and alarmed as designed to alert the caregiver of the event.